Manufacturer narrative:
(B)(4).

Event description:
The patient underwent in excess of 10 surgeries. The most recent surgery was on (B)(6) 2013. The patient's nerves and muscles became intertwined in the mesh causing excruciating pain and suffering, permanent injury, and disfigurement.